Manufacturer narrative:
Additional information regarding the event and product has been requested, but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor's office reported that a patient experienced small blisters after a thermage treatment. A tip too warm error code was noted during the treatment; it is not known if any other errors occurred. It is unknown if the tip was inspected before or during treatment.

Manufacturer narrative:
The requested additional information has not been received. No product was returned for evaluation. Burns are a known possible adverse patient reaction to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the lack of information, no causal factor can be determined and no conclusions can be drawn.